Event description:
It was reported that during a surgical procedure the physician was utilizing a firstpas suture passer. Intra-operative the physician noted that the device could not punch through the cuff consistently. A competitor's product was used to complete the procedure. No pt complications were reported as a result of this event.